Event description:
Allegedly, the patient was revised due to the following mom complications: elevated ions and pain.

Manufacturer narrative:
After the initial report. It was determined that the product was incorrect. We have updated the product information.